Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: use of another device for the anastomosis : the orifices were too large with this other device, requiring closing with sutures which resulted in a stenosis. The patient was hospitalized in intensive care. No further information available.

Manufacturer narrative:
(B)(4). Date sent: 9/9/2020. Updated investigation summary than what was originally reported: correction medwatch. Additional information was requested and the following was obtained: in the email from the customer on july 6, the customer has indicated that he will not provide us more details. However, the surgeon believe the inability to use the device led to the defective anastomosis, patient stricture, and the need for a re-operation, because he had to use another device which was not suitable : "use of another device for the anastomosis : the orifices were too large with this other device, requiring closing with sutures which resulted in a stenosis. The patient was hospitalized in intensive" investigation summary: the device was received with the hand activation contacts damaged. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torqueing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. As part of our quality process. The manufacturing records were reviewed and the manufacturing / packaging criteria were met prior to the release of this batch. The specific cause for the damaged hand activation contacts could not be determined. An additional investigation has been opened to determine the root cause of this type of damage for ace+7 devices. One potential cause may include inadvertent damage to the hand activation contacts during assembly. To avoid damaging the contacts it is recommended to assemble the device in a vertical fashion. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2020. Investigation summary: the device was received with the hand activations contacts damaged. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged.

Manufacturer narrative:
(B)(4). Batch # t9210d. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following information was requested but unavailable: what was the procedure? Can additional details be provided regarding the actual difficulty experienced with the device? Did the device pass the pre-run test? Was the device used in the procedure? What specific issues were identified during the procedure? Were there any error messages displayed on the generator? How was the procedure completed? Does the surgeon believe an alleged deficiency with the device led to the post-op anastomosis issue? Why does the surgeon believe the difficulty experience with device is related to the post-op defective anastomosis? Gen log available? Is the disposable and handpiece available for analysis?

Event description:
It was reported that the device did not work. No further information available for now.